Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid 20 mg/ml at 5.253 mg/day via an implanted pump for non-malignant pain and failed back surgery syndrome. It was reported the patient experienced a loss of therapy due to stopped pump. The event/difficulty occurred on (B)(6) 2018 during servicing. The patient was going through severe withdrawals and when the pump was interrogated there was a warning loss of therapy alert on the clinician tablet. Environmental/external/patient factors that may have led or contributed to the issue was noted as normal use of the pump. The logs were read, and it was discovered that the pump had stopped working (B)(6) 2018 and the warning message stated the pump had been off for 56 hours. The patient was scheduled for immediate replacement, put on oral medications and the pump was decreased to minimum rate. It was clarified surgical intervention was planned but had not been scheduled. The issue was not resolved at the time of this report and the patient¿s status was ¿alive-no injury.¿ other medications the patient was taking at the time of the event was unable to obtain, not available. The patient¿s weight was unknown, asked and would not be made available (legal/confidential reason). The patient¿s medical history was asked and would not be made available (legal/confidential reason). Additional information received clarified the pump status and/or event logs report showed a motor stall occurred on (B)(6) 2018 and stopped pump period may exceed tube set. The patient did not recently have a MRI and it was confirmed there was no electromagnetic sources of interference or magnetic sources present. Withdrawal symptoms occurred on (B)(6) 2018. Additional information was received on (B)(6) 2018 via healthcare providers (hcps) indicated the patient stopped hearing their pump alarm and per the event logs on (B)(6) 2018 the motor stall recovery occurred, but the pump was close to the elective replacement indicator (eri) so they were going to leave the pump in minimum rate mode until they replaced the patient¿s pump. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The cause of the motor stall was not determined. The pump has not been replaced and was being scheduled for two weeks from 10/15/2018. The date was not official yet. The status of the device was still in use. The dose has been dropped to minimum rate and patient was being treated with oral medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The pump was replaced on (B)(6)2018. The pump which was explanted was at less than 1 month elective replacement indicator (eri).